Event description:
It was reported that a flogard infusion pump had a constant occlusion. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the device logs were performed. A review of the device logs revealed that the device had a downstream occlusion alarm, which was also verified during power up self-test. The cause of the condition was determined to be the safety/slide clamp assembly out of calibration. The safety slide clap assembly was recalibrated by adding a shim to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.